Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the display issue was caused by a faulty front panel. However, the specific cause of the faulty front panel could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit had experienced a control circuit failure and that caused the reported led failure. A continued physical examination of the subject device revealed no visual abnormalities. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit¿s light went out. According to the initial reporter, only part of the front panel¿s indicator light was on while the unit was powered up. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.